Event description:
When cutting tissue in tjr, tip broke off of scissors. X-ray taken of right hip and pieces recovered. No further complications. One of series of events involving this particular lot of scissors.